Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and firing flat in an expected position. The investigation of the pod data found that it was deactivated after second prime. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to a needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle did not deploy event could not be determined. The exposed soft cannula was observed to be shortened. This exposed soft cannula damage led the length of the soft cannula to measure out of specifications at 0.69 inches and prevented fluid from traveling the complete fluid path. The exact time and cause of the soft cannula damage could not be determined.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250705.008 hardware: pixel 7 pro cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.